Event description:
The customer reported that upon disconnection from the ports after the procedure, the ports popped off of the manifold and the check valve lifted allowing blood to back out of the set onto the bed. As a result of this incident, they re-capped the port. No patient complications were reported. No samples were saved. Product code 9520 lot 25935.e03.

Manufacturer narrative:
During our investigation, we determined the root cause to be a combination of assmbly alignment and welding process and parameters. This led to situation where the cap would infrequently "snap-fit" to the manifold. When this occurred, very little ultrasonic weld energy was present resulting in a weak weld. The following product corrective actions were implemented: modified the cap/stem placement process to improve part alignment during the welding process; modified the weld parameters to improve weld consistency; modified bulk handling standards to decrease packing quantities and weight; created new in-process inspection criteria to test weld strength; created new test fixture to apply an 8 lb. Force to each of the side-port weld joints. In additon, a system corrective action was implemented to require a formalized process risk analysis prior to the release of new product to provide an additional challenge to the product. While this weld process passed its qualification, the process risk analysis may have identified the need for the additional tests. Since the implementation of the corrective actions, we have not received any product complaints on lots produced after implementation.